Event description:
It was reported that the patients implantable pulse generator (ipg) was replaced due to connectivity issues with the remote. The patient was doing well postoperatively and the explanted ipg will not be returned as it was retained by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6).